Manufacturer narrative:
Customer report of regurgitation could not be confirmed by visual observation. However, indentations were observed on free margin of leaflets 1 and 3 at commissure 1 and free margins of leaflets 1 and 2 at commissure 2. As received, free margins of leaflets 1 and 2 were folded towards the cusp areas by approx 2mm, thus leading to a gap in the coaptation region. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 5mm. Host tissue was minimal at the stent outflow. Free margin of leaflet 1 exhibited minimal calcification. Hematoma was observed on leaflet 1 on both the inflow and outflow aspect. The x-ray demonstrated calcification, commissures 2 and 3 wireform distorted. These damages are most likely due to implant or explant. Device was returned and evaluation indicates this device was distorted by host tissue overgrowth and calcification and possible subvalvular apparatus. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
It is unknown if this device is available for return and evaluation. A response is pending from the hospital risk management. However, the DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, it was learned this device was explanted due to mitral regurgitation possibly due to entrapment of the leaflets by patient chordal tissue. Without return of the device for evaluation, we are unable to confirm the clinical comments provided by the surgeon.

Event description:
Edwards received information through its implant patient registry that a 29mm bioprosthetic mitral valve, implanted approximately four (4) years and ten (10) months, was explanted and replaced with a 7300tfx 25mm. Through follow up with the health care provider, it was learned this valve was replaced due to severe mitral regurgitation. The operative report states "upon evaluation of the valve intraoperatively, once I was able to explant the valve and visualize the subvalvular apparatus that was left in situ, there were very foreshortened and thickened chordal groups that almost looked like it retracted things and may have potentially distorted the bioprosthesis to the point where it led to the mitral regurgitation." At the end of the surgery, it was noted the patient tolerated the procedure well.